Event description:
The customer's wife reported via phone call that they had problem with bolus and lost sensor alarm. Customer's blood glucose was 405 mg/dl. The customer's wife was offered to troubleshoot for high blood glucose but declined. The customer's wife was assisted on turning sensor off as customer doesn't wear the sensor. The customer's wife was assisted doing a bolus delivery for customer and explained the difference between bolus wizard and manual bolus. It was explained to the customer's wife the active insulin time is the amount of time insulin is stored in his body.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.